Manufacturer narrative:
Device was returned and investigation was pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a chemo safe lock bag spike that leakage occurred during infusion, which was not detected prior to patient use. The leakage was observed at the connection area of the bag spike during administration of an anti-cancer drug, and the device was subsequently discontinued from use and replaced. Evaluation of returned samples identified leakage at the interface between the spike and the body under slight pressure, and separation occurred when rotational force was applied. Upon close inspection of the bonding surfaces, the trace of adhesive application was confirmed to be thin and uneven. The event occurred during patient use. There was patient involvement with no injury reported.